Event description:
It was reported by the customer's mother that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 164 mg/dl at the time of the incident. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. Customer's mother will call back with the serial number to process a replacement request for the pump due to her concern over the failed battery test. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.